Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via medtronic startright field consultants that the insulin pump was leaking insulin. Customer's blood glucose level was not provided at the time of the incident. The insulin pump was exposed to moisture. Inulin leaked past o-rings. Troubleshooting was not done. No device will be returned.